Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery on (B)(6) 2019 to explant the device. The patient was reimplanted with a new device during the same surgery. This report is submitted on may 16, 2019.

Manufacturer narrative:
This report is filed on june 18, 2019. - attachment: [142362-device analysis report.pdf].

Manufacturer narrative:
This report is submitted on february 08, 2019.

Event description:
Per the audiologist, it was reported that the patient experienced pain at the implant site with and without stimulation. The patient was hospitalized and antibiotics were administered (type and duration not reported). The implanted device remains and the patient is being clinically managed by the health care provider.